Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The urea/bun lot number is 836564. The creatinine jaffe gen.2 lot number is 822679. A field service engineer (fse) determined that the sample line adjustment was off and the customer was not using the micro cup setting when selecting tests. The fse adjusted the sample line and showed the customer how to make the micro cup selection. He initialized the analyzer without error and compared samples ran between two lines using micro cups. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun and creatinine jaffe gen.2 results from the cobas 6000 c (501) module. The initial bun result was a < test result, the repeat results were 15 mg/dl and 72 mg/dl. The initial creatinine result was a < test result, the repeat results were 1.4 mg/dl and 2.50 mg/dl. The repeated results were from another c501 and were deemed to be correct.